Manufacturer narrative:
Error alarm due to faulty electrical component on the circuit board. The insulin pump was received with scratched lcd window, cracked display window corners, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that every morning the insulin pump performed own internal check and every time it alarmed an error. The customer's blood glucose was unknown. Nothing further was reported.